Event description:
It was reported that when aspirating the catheter air was drawn into the syringe. The lumen was split around the circumference at the base of the lumen above the extension. The lumen was trimmed and a new extension was placed by the physician.